Event description:
The customer's daughter reported the customer received an error-6 display message on her blood glucose meter and as a result, she experienced symptoms of vomiting. It was also reported the customer was seen by a doctor who diagnosed her with hyperglycemia and treated her with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified by adc customer service that the customer was reportedly attempting to use expired test strips with her meter (expiration date: 30-apr-2009). Adc customer service replaced the product. This case does not involve a product malfunction and no product investigation is necessary. This is the final report.